Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to stocked medication not appearing in the system. A technical support specialist noted that zones 5 and 6 were not selected. After selecting them, the items started showing up and the issue was resolved. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower stocked medication did not appear to be added or overridden at the cabinet. The customer stated that the system also did not work for the facility when trying to remove medication for a patient and there was no delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.